Event description:
It was reported that; the tip of the slap hammer screw broke off. Part of the screw remains inside the size 3 compactor. Occurred during compactor removal.

Manufacturer narrative:
The reported event could be confirmed, based on the provided image for investigation. The device inspection revealed the following visual inspection picture shows evident breakage of the slap hammer. The breakage is concentrated at the threaded tip. The breakage pattern was observed to be an oblique in nature hence indicating of the fact that a bending occurred prior to the final break. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that, the tip of the slap hammer screw broke off. Part of the screw remains inside the size 3 compactor. Occurred during compactor removal.